Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(4), 2010. According to the complainant, during the procedure the snare included in the safety peg kit was inserted into the patient and positioned within the stomach. The snare failed to open. The snare was removed from the patient. Upon inspection, a tear was noticed in the sheath of the snare approximately three inches below the handle. The procedure was completed with another snare and the endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure the snare included in the safety peg kit was inserted into the patient and positioned within the stomach. The snare failed to open. The snare was removed from the patient. Upon inspection, a tear was noticed in the sheath of the snare approximately three inches below the handle. The procedure was completed with another snare and the endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the device revealed the snare loop to be retracted into the sheath. The outer sheath was found to be pulled out of the handle assembly. Outer sheath was found to be properly flared and tip cut angle to be correct. A functional evaluation of the device could not be performed due to damage found to outer sheath. The pullwire was found to be kinked in multiple places. The device was disassembled by detaching the cap from the snare body and sliding the sheath back over the wire and then reassembling the snare. The snare was then tested and snare loop did extend however the loop did not extend fully out of the sheath. The condition of the returned unit was consistent with the complaint incident that the snare loop would not fully exit the catheter. After reassembling the device it was found that the snare loop did not completely extend out of the outer sheath. It appears the damage to the sheath caused it to be slightly stretched thus preventing full extension of the snare loop. Additionally it was noted that the pullwire presented multiple kinks. Therefore, the most probable root cause is considered operational context. A review of the device history record was performed for lot 13837426 and revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 13837426.